Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 there was no audio output on the g5 mobile app. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of no audio output on the g5 mobile app could not be determined. A root cause could not be determined.